Event description:
Edwards received information through its implant patient registry that a 25mm aortic pericardial valve was explanted after a duration of three (3) months due to aortic paravalvular leak. A 23mm aortic valve was implanted in replacement. There was no allegation of device malfunction. The device was not returned for evaluation as it was discarded at the hospital.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5, e1, f10, and h6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information through its implant patient registry that a 25mm aortic pericardial valve was explanted after a duration of three (3) months due to unknown reason. A 23mm aortic valve was implanted in replacement. There was no allegation of device malfunction. It was unknown if the device will be returned at this time.